Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ventricular tachycardia (vt) zone was increased to 150 beats per minute and the patient will continue to be monitored.

Manufacturer narrative:
Concomitant medical products: 6935-65 lead implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a stored lead noise episode which appeared to be a sinus tach episode with no oversensing. It was noted that the wavelet match scores showed a noisy electrogram (egm) and was reproducible with pectoral exercises. Myopotential oversensing was suspected. Upon discussion with the patient, it was noted they were playing soccer at the time of the episode. The ICD remains in use. No patient complications have been reported as a result of this event.